Manufacturer narrative:
(B)(4). The complaint is confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: radiographs taken before revision surgery demonstrate the hinge pin to be dislodged into the medial aspect of the prosthetic joint. After revision surgery, the radiographs demonstrate anatomic alignment of the hinged knee arthroplasty components in the lateral projection. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was revised due a screw backing out. The liner was revised. There was no damage to tibial or femoral components.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: stem implant 15mmdx75mm item # 00-5988-012-15 lot # 00-5988-012-15. Stem implant 16mmdx145mm item # 00-5988-010-16 lot # 00-5988-010-16. Rh knee nonmod tib plt 1 item # 00-5988-010-16 lot # 63433402. Ng rot. Hinge knee tib plt sz4 item # 00-5880-004-00 lot # 63645221. Report source: the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a rotating hinge knee system implanted, and 3 months later the hinge pin became loose. No medical intervention has been reported to date. Attempts have been made, and no further information has been provided.